Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement during a normal changeout procedure. Subsequently, a new ra lead was successfully implanted. No additional adverse patient effects were reported.